Event description:
A journal article was reviewed that contained information regarding this lead. The patient has a previously implanted spinal cord stimulation (scs) system implanted. One year after scs implantation, the patient had an ICD system implanted due to "poorly tolerated ventricular arrhythmias. Three months after the ICD implantation, the patient presented to the emergency room because of multiple shocks and could no longer feel the effect of the scs. The lead had t-wave oversensing. The lead was reprogrammed. When the patient's scs system was interrogated, it was noted that the device was in "parity" power-on-reset condition. The lead was reprogrammed again. It was further reported that on a five-year follow-up examination, there were no adverse events, arrhythmia appropriate or inappropriate episodes reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "ICD and neuromodulation devices: is peaceful coexistence possible?" Pace pacing clin. Electrophysiol. June 1 2011;34(6):690-693.